Event description:
Appropriate date returned to plastic surgeon because of severe pain due to capsular contracture of right implant. Fatigue or chronic fatigue - 2006. Cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss) - 2011. Muscle aches, pain, and weakness - 2008. Joint pain and soreness - 2008. Hair loss - 2009. Dry skin, mouth, hair - 2011. Weight gain or weight loss - 2006. Temperature intolerance - 2013. Low libido - 2012. Ringing in the ears - 2012. Heart palpitations - 2007. Shortness of breath - 2007. Metallic taste in the mouth - 2016. Night sweats - 2008. Skin rashes - 2012. Insomnia - 2010. Estrogen/progesterone imbalance or diminishing hormones - 2008. Swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin - 2012. Tingling or numbness in the arms and legs - 2013. Burning pain around the chest wall or breasts - 2006. Cold and discolored hands and feet - 2016. Foul body odor - 2015. Frequent urination - 2009. Chronic neck and back pain - 2006. Nail changes (cracking, splitting, slow growth, etc) - 2012. Skin freckling, pigmentation changes (darkening or white spots), or an increase in papules (flesh colored raised bumps) - 2012. Edema (swelling) around eyes - 2011. Decline in vision or vision disturbances - 2011. Kidney dysfunction - 2006. Gastrointestinal and digestive issues - 2006. Sudden food intolerances and allergies - 2007. Reoccurring sinus, yeast and uti infections - 2009. Throat clearing, cough, difficult swallowing, choking feeling - 2005. Chronic inflammation - 2007. Headaches, dizziness, and migraines - 2006. Mood swings, emotional instability - 2008. Anxiety, panic attacks - 2007. Suicidal thoughts - 2008. Depression - 2008. Hypothyroid symptoms - 2011. Hypoadrenal symptoms - 2011. Symptoms of fibromyalgia - 2008. Autoimmune diagnoses: ulcerative colitis, and crohn's disease - 2006. Hashimoto's thyroiditis - 2015.